Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, apollo has not received the device nor any additional device information. Without the device or device serial, the taper type cannot be determined. If returned, visual examination may determine the connecter type associated with this event. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. Additional information regarding the device and dates of diagnostic testing have been requested of the patient, to date no additional information has been received by apollo. Device labeling addresses reported events as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient stated they were "having issues getting the right adjustments" for their lap-band system. The patient had multiple fills and withdraws done with no liquid able to be removed, and an "upper gi done that showed a possible hernia that will be addressed during [their] explant surgery." The patient was told by their physician that "the current ports will not work with [their] tubing" and the patient will "need to get the entire system replaced or explanted." The patient had the lap-band removed.